Manufacturer narrative:
The sales rep reported in this event that no malfunction was experienced with the stryker product involved. The surgeon reported that the stryker product functioned as intended. The surgeon further reported that the patient had difficult anatomy that potentially caused the injury. However, due to the reported adverse consequences reported in this event involving stryker product and the reported information regarding this event, a si malfunction report will be filed. Device discarded by customer.

Event description:
It was reported in this event that no product malfunction had occurred involving stryker product. It was further reported that while drilling in the patient disk space the patient experienced vertebral artery injury requiring stenting and coiling. It was also reported that the procedure was not completed successfully.

Manufacturer narrative:
The event reported in this case did not report a product malfunction involving the stryker bur. The surgeon, reported the stryker bur was working properly and doing what it was supposed to, however the patient had difficult anatomy that potentially caused the injury. The event in this case was reported to stryker as the stryker device was involved in an adverse consequence to the patient. Device discarded by customer.

Event description:
It was reported in this event that no product malfunction had occurred involving stryker product. It was further reported that while drilling in the patient disk space the patient experienced vertebral artery injury requiring stenting and coiling. It was also reported that the procedure was not completed successfully.